Event description:
According to the reporter: the device failed to fire staples. The instrument cut the tissue as expected without placing in staples. A new instrument was employed to address the product problem. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).